Event description:
During device evaluation by baxter a failure code 550.320.844.0000 occurred with no audible alarm on a colleague infusion pump. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
Additional information:baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of failure code 550.320.844.0000. (B)(4)

Manufacturer narrative:
The condition of failure code 550.320.844.0000 that did not audibly alarm was confirmed through evaluation. The condition occurred due to a disconnected rear harness. The rear harness was re-connected to correct this condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4)